Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing inhibition and undersensing after pocket closure. A lv lead dislodgement was confirmed via x-ray. Subsequently the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.